Manufacturer narrative:
The customer reported via phone advising that she was hospitalized due to low blood glucose due to a bad reaction to their insulin. The customer also stated that it was not related to a medtronic product. The customer declined to provide additional information pertaining to the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a low blood glucose of 47 mg/dl. The customer was not officially admitted into the hospital. She stated that somebody messed with her insulin pump. The device also had a crack on it. No further details regarding the hospitalization were provided since the call dropped. The insulin pump was not returned or replaced.